Event description:
Vnus closure catheter 60cm 7f opened to the sterile field. Closure catheter did not activate properly; surgeon noticed a bend in the tip of the catheter and handed catheter off the field to circulator. Catheter and box given to or charge nurse for reporting. New catheter opened and worked without incident. Small delay to the patient while the second device was obtained; no harm. Packaging appeared intact. Unknown what caused a bend in the catheter tip prior to use.====================== manufacturer response for ligation catheter, closure fast (per site reporter).====================== product has been replaced.